Manufacturer narrative:
The fse evaluated the device on site. It was determined that the battery was not fully charged, after fully charging the battery, the device was returned to full functionality. The device remains at the customer site and no further evaluation is warranted at this time.

Event description:
It was reported to philips that the device had a battery issue. There was no patient involvement.